Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records could not be determined without product and lot information. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01777 / 01779 and 1825034-2013-05606). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Initially, patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 due to patient allegations of elevated cocr levels and tissue/bone destruction, and no revision procedure was reported to have occurred. Additional information received in patient medical records indicate that the procedure performed on (B)(6) 2009 was a revision from a right hemiarthroplasty to a right total hip due to pain and metallosis. The bipolar and femoral heads were removed and replaced with m2a components. Patient's medical records indicated that the right hemiarthroplasty hip procedure took place 13-14 years prior to the 2009 revision.